Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fibrous capsule", rupture.

Event description:
Patient reported "rupture" confirmed via ultrasound. Patient later reported "fibrous capsule" confirmed via MRI. This record is for the right side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, h4.

Event description:
Patient reported "rupture" confirmed via ultrasound. Patient later reported "fibrous capsule" confirmed via MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side rupture and unpleasant sensations in the right breast (captured as pain). Healthcare professional confirmed the event of capsular contracture does not apply to this device/patient. The device has been explanted.

Event description:
Patient reported right side rupture and unpleasant sensations in the right breast (captured as pain). Healthcare professional confirmed the event of capsular contracture does not apply to this device/patient. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6(a), g2, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.